Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a delivery system was returned, analyzed and tested out of specification.

Manufacturer narrative:
Correction h6 missing fdp coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) after several attempts at positioning, sensing issues were observed, every second/third qrs complex was not detected. The leadless ipg exhibited impedance issues and interruptions in telemetry, furthermore with telemetry unsuccessful. The leadless ipg was attempted not used and replaced with a second leadless ipg. The second leadless ipg was successfully deployed and after cutting the tether of the deliver system, there was difficulty removing the tether. Once removed the patient experienced exit block. A snare was used to recapture the leadless ipg and it was pulled towards the introducer.  A second snare was used in an attempt to capture the first snare. Despite numerous attempts the first snare could not be secured but the leadless ipg was drawn into the introducer sheath. While removing the introducer, the snare loosened and the leadless ipg became lodged in the femoral vein.  The leadless ipg was successfully removed via vascular surgical intervention under local anesthesia. The second leadless ipg and delivery system was attempted not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name mc2avr1 product ID mc2avr1delsys (serial: unknown). D9: no. H3: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.